Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that drive support cap was loose and sticking out. Customer's blood glucose level was 280 mg/dl. The customer was advised that the insulin pump needed to be replaced. The customer was advised that the pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with the end cap broken off and missing segments. Missing segments due to cracked and bleeding lcd glass. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test , the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to end cap broken off and missing segments. Device also had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.